Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm and the device was received with normal operating currents. There was no unexpected low battery alarm and the device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose with a manual injection. Customer experienced shortness of breath as a result of high blood glucose levels. Customer was advised to change the set and reservoir in order to troubleshoot. Customer advised they had used the same set and reservoir for 7 days. Customer was advised they must change out their set every 2 to 3 days. Troubleshooting for the no delivery alarm during manual prime was performed. Customer performed and passed the high pressure test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.